Event description:
Boston scientific crm received information that, when interrogated, this implantable cardioverter defibrillator (ICD) showed a 01 fault code. The monitoring voltage was 2.15 volts and charge time measurements were 35.3 seconds. It was noted that this device had not been checked for several years. The patient was in the hospital, nonresponsive and not doing well after myocardial infarct. The device showed several diverts as well as the fault code. Technical services (ts) indicated that the 01 fault code was due to charge time out, which indicated that the device attempted at least 1 therapy shock and the charge time measurements were greater than 45 seconds; therefore, the attempt was diverted. Ts reviewed the events and discussed that the battery was apparently low. The device continued to try to charge and was eventually successful; however, there were too several attempts to do it. No adverse patient effects were reported. Additional information that this device was at or near eri earlier this year in plenty of time to schedule a change out procedure; however, due to an insurance issue the change out procedure was never scheduled. The field representative confirmed that the device functioned as intended. In fact, according to ts even better than expected based on the level of battery voltage at the time of interrogation. Subsequent information indicated that the patient has passed away with no allegations against the device relating to the death. It is unkown if the device will be returned for analysis.

Manufacturer narrative:
Our records indicate that this device remains in service. If additional information is received, this report will be updated.